Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that there were many air bubbles within his son's reservoir. The patient's blood glucose at the time of incident was 92 mg/dl, which eventually decreased to 42 mg/dl. The customer treated the low blood glucose with glucose tabs. Troubleshooting for the hypoglycemic event was declined. Troubleshooting was initiated for the air bubbles anomaly. The approximate size of the bubbles ranged from large to small. The father confirmed that the insulin pump was not rewound with the reservoir in place. The insulin was stored at room temperature as well. The customer's father planned to change the infusion set and call back if issues persisted. No products were returned or replaced.